Event description:
A customer observed biased tsh results using biorad control fludis on the vitros ec analyzer. Biased results could lead to inappropriate physician action. No biased results were reported. There was no report of patient harm as a result of this event.